Manufacturer narrative:
The blood tubing set involved in this incident was not available for investigation and the lot number could not be provided by facility. Gambro received no info to suggest that a gambro product caused or contributed to the event and it does not regard the submittal of this report as an admission of causation or liability.

Event description:
The facility's biomedical engineer contacted gambro with a request to inspect a phoenix machine following a pt death. Gambro's clinical investigator contacted the charge nurse, who reported the pt was "acutely ill with many end-stage co-morbidities. The pt was undergoing an uneventful dialysis treatment with no problems, machine alarms, or other issues, when the treatment was stopped secondary to a change in pt status. The charge nurse stated it was against the facility's policy to provide info regarding pt events and therefore, no add'l info was provided. The cartridge blood set has been discarded by the clinic and will not be returned to gambro. The phoenix machine was inspected by a gambro technical services rep who found it to be operating within MFR's specs.